Event description:
It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) was found in backup mode. The patient was asymptomatic. The ICD was successfully reprogrammed. The patient was stable throughout procedure.